Event description:
It was reported that an intraocular lens (iol) zct150 was required to be explanted from the left eye of a patient in a secondary procedure because customer did not like the vision after implantation. There was no vitrectomy and no incision enlargement performed to explant the lens. There was no patient injury reported. No further information has been provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The lens was received cut in pieces, most probably to make the explant possible. Visual inspection using a microscope at 12x magnification showed that the lens can be identified as a tecnis toric acrylic 1-piece intraocular lens because of the presence of marking holes. The lens was received contaminated whereby dust particles were present. This is expected as the lens was transported from a controlled environment during manufacturing to a non-sterile, non-environmental controlled area. The lens is contaminated and the optic was received damaged. The lens condition is consistent with a lens that was explanted from the patient¿s eye. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.